Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned for evaluation and baxter was able to confirm the audio function was not present. Further evaluation identified that the absence of audio was due to a unsecured connection on the input/output printed circuit board. All detection capabilities and functions performed as expected. The connection was secured and the audio function performed as expected.

Event description:
During the baxter evaluation, a pump was found to have no audio function.